Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11d. Retainer ring = black. Customer returned pump for alleged bolus not delivered anomaly found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. No unexpected bolus not delivered alarms during testing and verified pump alarmed no bolus not delivered in the downloaded pump history. Pump was cut open to perform visual inspection and found evidence of physical on the electronic assembly (j6 connector). The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing serial number label, and minor scratches on lcd window. In summary, customer allegation for bolus not delivered anomaly was not confirmed. Additionally, found evidence of physical on the electronic assembly (j6 connector). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.